Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, their receiver had a date and time recording error after uploading data. No additional event or patient information is available. The complaint device was not returned for evaluation. A photograph was provided; however, the complaint of date and time failing to record correctly could not be confirmed .a root cause cannot be determined.